Event description:
The following information was reported: that two devices had balloon loss of pressure. A third device was successfully used. The patient did not suffer any adverse event.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification revealed a micro tear on the balloon, approximately, 5mm from the balloon proximal tip. It should be noted that the probability of two devices failing in the same patient due to a rupture of the balloon is highly improbable without an outside source causing the rupture. The review of the lhr (lot f1410501) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. See MDR 3004939290-2014-00583 for the first device.